Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported had their scs system was explanted on (B)(6) 2023 due to infection at the ipg site. A new system was implanted on (B)(6) 2024 and therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.